Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: aug 14, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a lens case (serial# scratched off). No additional materials were received. Visual inspection under magnification revealed that the complaint lens was received cut in half and with a damaged haptic. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a, patient information: a2, a4, a5: information unknown/asku. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s right eye due to refractive surprise. Reportedly, the symptoms persisted between surgeries. The patient has fully recovered. No further information was provided.